Event description:
A call was placed to technical services on 12/02/2016 stating that this device had battery issues. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).